Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of peritonitis which warranted antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot be determined. Based on the information available, there is no evidence or indication a fresenius product(s) or device(s) caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to these event(s). Furthermore, the patient continues to utilize the same liberty select cycler for ccpd therapy without any reported issues or allegations of machine malfunction or deficiency.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The pdrn stated that the patient¿s pd effluent culture was positive for escherichia coli. The patient was treated with cefazolin 1 gram for 21 days. Additional information was requested but was not provided.